Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: missing/unable to locate placement"), pelvic pain ("severe, abnormal lower pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a hard time implanting the right coil". The patient's past medical history included depression, anxiety, post-traumatic stress disorder and nerve damage. Previously administered products included for an unreported indication: topimax from 2014 to 2017, prozac from 2014 to 2017, gabapentin from 2016 to 2017, klonopin from 2014 to 2017, tramadol from 2016 to 2017 and paxil from 2014 to 2017. Concomitant products included clonazepam (klonopin) from 2014 to 2017, fluoxetine hydrochloride (prozac) from 2014 to 2017, gabapentin from 2015 to 2017, paroxetine hydrochloride (paxil) from 2014 to 2017, topiramate (topimax) from 2014 to 2017 and tramadol from 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), menopausal symptoms ("premenopausal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and libido decreased ("diminished libido"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, abnormal lower abdominal pain"), abdominal pain ("abnormal abdominal cramping"), dysgeusia ("metallic taste in her mouth"), dental caries ("tooth decay"), abdominal distension ("bloating") and weight increased ("weight gain"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, menopausal symptoms, female sexual dysfunction, dysmenorrhoea and libido decreased outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, dysgeusia, dental caries, abdominal distension and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, libido decreased, menopausal symptoms, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: occlusion of the fallopian tubes. Ultrasound scan - in 2014: confirmed that the coil was displaced . On (B)(6) 2013, hysterosalpingogram (hsg) was performed. Results: failure to occlude (close) fallopian tubes. Plaintiff was told the doctor had to inject the dye a few times, and had to stop because the test was unsuccessful and not healthy to continue to inject the dye. Also, the right coil was displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: quality safety evaluation of ptc - product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils have ruptured my tubes and floating around in uterus/abdomen stabbing.'), device expulsion ('coils have ruptured my tubes and floating around in uterus/abdomen stabbing.'), device dislocation ('migration of essure device location of device: missing/unable to locate placement'), pelvic pain ('severe, abnormal lower pelvic pain') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a hard time implanting the right coil". The patient's medical history included depression, anxiety, post-traumatic stress disorder and nerve damage. Previously administered products included for an unreported indication: topimax from 2014 to 2017, prozac from 2014 to 2017, gabapentin from 2016 to 2017, klonopin from 2014 to 2017, tramadol from 2016 to 2017 and paxil from 2014 to 2017. Concomitant products included clonazepam (klonopin) from 2014 to 2017, fluoxetine hydrochloride (prozac) from 2014 to 2017, gabapentin from 2015 to 2017, paroxetine hydrochloride (paxil) from 2014 to 2017, topiramate (topimax) from 2014 to 2017 and tramadol from 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), menopausal symptoms ("premenopausal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and libido decreased ("diminished libido"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, abnormal lower abdominal pain"), abdominal pain ("abnormal abdominal cramping"), dysgeusia ("metallic taste in her mouth"), dental caries ("tooth decay") and abdominal distension ("bloating / belly swollen") and was found to have weight increased ("weight gain"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), headache ("I have dealt the last few months with headaches"), fatigue ("constant tiredness"), urinary tract infection ("have a constant uti it seems"), mood altered ("I have such a horrible temper"), pain in extremity ("bad leg pains this morning"), asthenia ("no energy"), nausea ("nausea"), malaise ("I get sick easily with every cold around"), alopecia ("hair thinning") and ligament sprain ("ankle sprain") and underwent cholecystectomy ("gall bladder removed"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, menopausal symptoms, female sexual dysfunction, dysmenorrhoea, libido decreased, headache, fatigue, urinary tract infection, mood altered, cholecystectomy, pain in extremity, asthenia, nausea, malaise, alopecia and ligament sprain outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, dysgeusia, dental caries, abdominal distension and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, asthenia, cholecystectomy, dental caries, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido decreased, ligament sprain, malaise, menopausal symptoms, mood altered, nausea, pain in extremity, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: occlusion of of the fallopian tubes. Ultrasound scan - in 2014: results: confirmed that the coil was displaced. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) was performed. Results: failure to occlude (close) fallopian tubes. Plaintiff was told the doctor had to inject the dye a few times, and had to stop because the test was unsuccessful and not healthy to continue to inject the dye. Also, the right coil was displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: social media received : new events, "coils have ruptured my tubes and floating around in uterus/abdomen stabbing, I have dealt the last few months with headaches, constant tiredness, have a constant uti it seems, I have such a horrible temper, gall bladder removed, bad leg pains this morning, no energy, nausea, I get sick easily with every cold around, hair thinning, ankle sprain" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report